Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm. In troubleshooting it was found that blockage is at site. No further information was available.